Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was damaged and the customer experienced difficulty charging the pump as a result. Customer¿s blood glucose value was 159 mg/dl. The customer declined tandem technical support to follow-up regarding the reported issue.